Event description:
The olympus (omsc) was informed that the uretero-reno videoscope was returned for service/repair for a reported ¿angulation does not work.¿ upon inspecting and testing, the angulation was found deteriorated by rust. This report is being submitted to capture the angulation was found deteriorated by rust. No death, injury or harm has been reported to olympus.

Manufacturer narrative:
The service evaluation confirmed the reported angulation does not work, the angulation locks due to corrosion on the angulation mechanism. Additionally, dirt/debris is difficult to remove from the distal tip cover, light guide lens and objective lens which attributes to a foggy image. The distal tip cover is burnt. Liquid leakage found in the light guide bundle, up/down plate, universal cord and control body. There image has noise and disappears due to a damaged imaging unit. Switch (1&2) is damaged and does not function. Also, the are cosmetic scratches on the universal cord. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion from the venting connector/in the control section, which led to the corrosion of the angulation mechanism. It is recommended as a precautionary measure that the user facility review the method of handling the device including storage environment. Olympus will continue to monitor field performance for this device.